Event description:
Incidences have not involved a pt, 7 add'l incidents to the previously reported 19 failures. Clinicians and biomed are catching that the ac power adapter (acpa) fails. Mw5174165, mw5174166, mw5174168, mw5174169, mw5174170, mw5174171, mw5174172, mw5174173, mw5174174.